Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and a mesh was implanted concurrently with tvh, a&p vaginal repair and cystoscopy due to pelvic relaxation and sui. It was reported that patient underwent mesh excision and mucosal closure on (B)(6) 2009 due to mesh extrusion. It was reported that the patient underwent a harvest of rectus fascia, excision of eroded tape, pubovaginal sling with rectus fascia, anterior colporrhaphy with paravaginal repair, posterior colpoperineorrhaphy, cystoscopy and vaginal urethrolysis on (B)(6) 2011 due to severe sui and eroded synthetic sling with cystocele and rectocele. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.